Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2004. Subsequently, patient was revised on (B)(6), 2012, due to a bone fracture. All implants were removed, but no product failures were alleged.

Manufacturer narrative:
This medwatch report is being sent to relay the event. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.